Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during the implant procedure the physician complained that the competitor left ventricular (lv) lead was not easily sliding into the device header. After inserting all leads and after testing it was discovered that all impedances on all lv vectors were > 3000. The physician took all leads out and reinserted but said he had much difficulty with the lv lead both times. After tightening setscrews this time all numbers were well within range. The implantable cardioverter defibrillator (ICD) was implanted. No patient complications have been reported as a result of this event.